Event description:
A low readings issue was reported with the adc device. A customer reported receiving a low sensor scan of 52 mg/dl and consequently experienced a loss of consciousness. The paramedic was called and upon arrival, blood glucose of 93 mg/dl was obtained on their meter. The customer further reported receiving medical treatment however, no further information was provided as the call got disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.